Event description:
The manufacturer received information alleging pip and pressure graph not coming. There was no harm or injury reported. Material only workorder created for shipment of replacement system board.